Event description:
It was reported that the system intermittently locked up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.